Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. It was confirmed that the design was changed to improve the tolerance of damage to the power switch. Countermeasures item were shipped after november 18, 2013. Based on the date of manufacture (june 20, 2013), the device in question was a product prior to countermeasures due to the redesign of the power switch, but since there were no issues since the date of purchase (august 11, 2013), there was no chance for the product to be updated. The likely cause of the reported malfunction was due to repeated use for a long time, since about 8 years have passed since its manufacturing. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the olympus service center and the evaluation confirmed the reported event and that the power switch requires update to latest version switch. Additionally, the caution label on the front panel is faded. A power bulb is non-olympus and the scope socket even though the socket works and the locking mechanism is not locking. The customer declined the recommended repairs and the device was returned unrepaired. A review of the device's repair history shows the device was purchased on (B)(6) 2013 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: always use the examination lamp designated below. To order a new examination lamp, contact olympus. Xenon lamp maj-1817. Warning: never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.

Event description:
During maintenance, the customer reported that the power button of the evis exera iii xenon light source was fully depressed in the on position. No patient involvement was reported.